Event description:
It was reported that, during the trial, the pump battery stopped working and the patient ¿went through hell¿. The patient went through withdrawal. The reporter was unsure when the trial took place. The reporter believed morphine was in the pump at the time of the trial. No healthcare provider (hcp) managed the withdrawal. At the time of this report, the patient was no longer going through withdrawal. The cause of the event, interventions/treatment, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).